Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and left total hip arthroplasty on (B)(6) 2013. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, and lack of mobility. There has been no reported revision procedures to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05279, 05289).